Event description:
During a gastric bypass procedure, after having dissected at the small curvature the device was introduced into the abdomen. The blue reload had been correctly inserted, however, when the surgeon opened the jaws by pushing the release button, the blue reload popped right out of the stapler and into the abdomen. This occurred twice with blue reloads. There was no patient consequence.